Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-oct-18 regarding a patient receiving saline (0.9mg/ml at 2.298mg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient was new to the clinic and the pump reservoir was empty. The patient was reportedly seeing a different hcp and there was mention of something going on with the system and there was a "leak" in it. The previous hcp put saline in the pump, but the new hcp had no further information. It was noted that the patient had decided to change hcps and a refill was missed. The event date was unknown. No patient symptoms were reported and no further complications were reported or anticipated.